Event description:
It was reported that the patient developed a hematoma. At their one week post-operative visit the pocket site ¿erupted¿ when the binder was taken off and there was a large amount of bleeding from the pocket site. The patient hadn¿t been using their system and it was a replacement peripheral nervous system (pns) system. It was noted the patient had been on lovenox and that their surgery had been cancelled prior because the patient had been taking lovenox and didn¿t stop taking it. There were no issues with the equipment. It was unknown if the device could be saved or if the patient would have to have it explanted. No diagnostic testing or troubleshooting was performed. The rep. Later reported that the patient was explanted on (B)(6) and was placed on a wound vac. The healthcare provider (hcp) further noted the complication was not because the patient forgot to stop their lovenox. Appropriate protocols were followed but the patient still had a bleeding complication. It was noted the patient had a history of being on blood thinners. The patient recovered without permanent impairment and was not related to their device.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).